Event description:
Reporter alleged the patient received the results of 46 mg/dl, 221 mg/dl and 111 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.